Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal and bolus delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No prod returned for eval. Should new info become available, a follow up supplemental report will be submitted.